Event description:
The duett sealing device was deployed following an interventional procedure, via an 8 fr sheath in the left common femoral artery. Swelling and pain in the groin were noted the following day. A CT scan was performed and a hematoma <6 cm was diagnosed. Treatment included compression and a transfusion (2 units). The treatment was successful and no further complications were reported.